Event description:
D curve of catheter wouldn't properly rotate to correct curve. Worked initially, and then quickly malfunctioned and needed to be replaced. The catheter was functioning at the beginning, and malfunctioned during the procedure. Troubleshooting was unsuccessful. The catheter was removed, and a new catheter was used. There were no issues with the new catheter. No injury to the patient.